Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: what anatomical structure was white reload used? Entero-entero. Were there any issues with staple form intraoperatively? Don't have this answer. Does the surgeon routinely wait 15 seconds prior to firing? Yes, the surgeon is very experiment. Where was the site of the post-operative bleeding? Don't have this answer. How was the bleeding addressed? Don't have this answer. What is the current patient status? Everything is well.

Event description:
It was reported that there was post-surgical bleeding in the roux-en-y bypass. Bleeding with the white reload requiring another procedure.